Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cautery on the vasoview hemopro 2 endoscopic vessel harvesting system shut down and would not start back up. The pa was not sure if she waited 15 seconds, per IFU. A replacement unit was used and the procedure was completed successfully. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no nonconformities with the device. There was some evidence of blood and signs of clinical usage. Resistance and jaw force measurements passed specs. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specs during the device activation. The distal jaw tips assembly was opened up and a small tear was found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "failure to deliver energy" was confirmed. (B)(4).